Event description:
The customer reported that the insulin pump kept going off and vibrating. Her blood glucose meter was reading about 1237mg/dl. Then the customer took her glucose reading, escape, and activated to clear, but it did not do anything. She checked her glucose level and it was 59mg/dl; the customer treated with juice. Then the customer stated that her husband is with her and her glucose level went up to 68mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.